Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6)2024). - upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced. However, analysis of available expertise files confirmed the issue, as an abrupt session ending was observed on (B)(6)2023 at 9:48, while saving sensitivity test results. - in-depth analysis revealed that the observed issue resulted from a malfunction of a dynamic link library (dll), leading to a crash of the programmer module. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, on (B)(6)2023, the programmer session was abruptly interrupted while interrogating an implant, right at the end of the follow-up. On (B)(6)2023, a screen freeze was already encountered with the error message 'synergy programmer software not responding' displayed on the tablet screen. The tablet was then upgraded to 3.12 version, thinking it might solve the issue.